Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported event of no tension felt to indicate the locator wings were against the arterial wall and the device came right out of the access site could not be replicated in a testing environment; therefore, the reported event could not be confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no associated non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar incidents reported for this lot. Based on the information reviewed, there is no indication of a product deficiency. (B)(4) unused sterile proglide devices with the same lot number, 40417k1, as the complaint device were returned for evaluation. Functional testing was performed and the devices passed with acceptable results. No manufacturing or abnormal observations were detected. A cause for the complaint device reported experience could not be determined based on the investigation findings from the tested samples. Review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a starclose se device with a 6f sheath after a diagnostic cerebral angiogram procedure. Reportedly, when the device was being pulled back, there was no tension felt to indicate the locator wings were against the arterial wall and the device came out of the access site. Hemostasis was achieved by applying manual arterial compression. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reported to be trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.